Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was in a rehab center and was taken to the hospital and the time of the treatment. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 10:48:01 on (B)(6) 2015. Motion artifact contributed to the false detection. It was reported that the patient was not able to press the response buttons. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained at the hospital

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor (B)(4) - reuse. Electrode belt (B)(4): 08/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.